Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was seeing a crescent on the outer edge of his eye which he noticed during the first week after his procedure. The consumer reported that as his focal point becomes closer, like looking cross eyed, this crescent becomes larger. The consumer was told by his surgeon that this would resolve with time. On examination the surgeon told the consumer his eye and lens looked good. At the request of the consumer, the surgeon was not contacted.